Event description:
It was reported that during a laparoscopic esophagectomy procedure, the jaws were caught in the target tissue (right gastroepiploic artery) with a fired clip and bleeding occurred after the firing. The device was used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information: did the clip cut the tissue?---no information. Did the jaws cut the tissue? ---no information. How was the bleeding controlled? ---additional suture was performed. The bleeding was a little. Which firing of the device did this event occur on? ---no information. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.